Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to no act button response. The pump also had a cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that the act and especially the esc buttons were difficult to press. Customer states this has resulted in elevated blood glucose. Customer's blood glucose was 355 mg/dl and between 155 mg/dl and 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.